Event description:
It was reported that leaked from exit site following flush and comenceing of iron infusion, small extravasation of iron. External 3cm, hole 5.5cms. Event occured during use. Medication, oxaliplatin, irinotecan, 5fu.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the cause is unknown. The product returned for evaluation was a 4fr sl powerpicc solo catheter. The returned product sample was evaluated and a kink impression with a longitudinal split was observed at the 12 cm depth marking on the catheter body. No specific evidence was seen during the investigation which supported a specific root cause for this event. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that leaked from exit site following flush and commencing of iron infusion, small extravasation of iron. External 3cm, hole 5.5cms. Event occured during use. Medication - oxaliplatin, irinotecan, 5fu.